Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Additionally, it was reported that the insulin gauge was static and inaccurate. Customer continued to use the pump for insulin delivery. Customer¿s blood glucose level was 350 mg/dl.